Event description:
This unsolicited case from united states was received on 14-aug-2017 from a patient. This case concerns an adult patient (demographics: not provided) who received treatment with synvisc one injection and later after 1 day knees were painful, could not walk or climb stairs and could not stand, lost all range of motion, knees were swollen and stiff after unknown latency. No relevant medical history, concomitant medications and concurrent conditions were reported. Patient had received 3-dose synvisc many times in the past, over the years, and had great results with no ill-effects and no down-time. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) in both knees for arthritis. On the same day (by night time), after unknown latency, patient's knees were swollen and stiff and had lost all range of motion. On (B)(6) 2017, 1 day after the injection, by morning, patient's knees were painful and had swelled up and patient could not stand or walk or climb stairs for three days. Patient wanted to know when the patient would recover. It was reported that this single-dose protocol had incapacitated and crippled the patient, when all patient wanted was to seek relief from arthritis symptoms. Corrective treatment: not reported for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for could not walk or climb stairs additional information was received on 28-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 28-aug-2017: the follow up information received did not change the previous case assessment. This case concerns a patient who received treatment with synvisc one and later was not able to walk. A causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship. However, due to lack of information regarding medical history, concurrent conditions, past drugs and concomitant medications precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 14-aug-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later after few hours her knees were painful/extreme pain/ pain, could not walk or climb stairs/crippled/ difficulty walking taking stairs/cannot walk a block without pain, lost all range of motion/ limited range of motion/ range of motion is still limited, limit my motion, knees were swollen/swelling and knees were stiff/could neither straighten nor bend my knees; after 1 day could not stand. No relevant, concomitant medications and concurrent conditions were reported. Patient had received 3-dose synvisc many times in the past, over the years, and had great results with no ill-effects and no down-time and patient had synvisc one injection in (B)(6) 2017 in left knee. Patient was intolerant to cortisone injection (systemic swelling). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, batch/lot and expiration date not provided) in both knees for arthritis. On the same day (by night time), after few hours of receiving synvisc one, patient's knees were swollen/swelling and knees were stiff/could neither straighten nor bend my knees, could not walk or climb stairs/crippled/difficulty walking taking stairs/cannot walk a block without pain, she had lost all range of motion /limited range of motion/ range of motion is still limited, limit my mobility and her knees were painful/extreme pain/pain. On (B)(6) 2017, 1 day after the injection, patient could not stand or walk or climb stairs for three days. Patient wanted to know when the patient would recover. It was reported that this singledose protocol had incapacitated and crippled the patient, when all patient wanted was to seek relief from arthritis symptoms. It was reported that patient was crippled for 3 days, she could neither straighten or bend her knees due to the severe swelling. She could not put any weight on her legs or climb stairs because of extreme pain. After 6 days, swelling and pain continued to limit her mobility (limited range of motion, difficulty walking and taking stairs). It took her 10 days to recover to the condition she was in prior to synvisc one shots. Corrective treatment: none for all events outcome: not recovered for could not stand; recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for could not walk or climb stairs additional information was received on 28-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 05-oct-2017 from the patient. Events of could not walk or climb stairs updated to could not walk or climb stairs/crippled/difficulty walking taking stairs/cannot walk a block without pain; lost all range of motion/ limited range of motion updated to lost all range of motion/limit my mobility/limited range of motion/ range of motion is still limited; knees were swollen updated to knees were swollen/swelling; knees were stiff to knees were stiff/could neither straighten nor bend my knees and knees were painful to knees were painful/extreme pain/pain. Event of limit my mobility was added. Event start dates of events of knees were painful/extreme pain/pain, knees were swollen/swelling and could not walk or climb stairs/crippled/difficulty walking taking stairs/cannot walk a block without pain updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: the follow up information received does not change the previous case assessment. This case concerns a patient who received treatment with synvisc one and later was not able to walk. A causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship. However, due to lack of information regarding medical history, concurrent conditions, past drugs and concomitant medications precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 14-aug-2017 from a patient. This case concerns an adult patient (demographics: not provided) who received treatment with synvisc one injection and later after 1 day knees were painful, could not walk or climb stairs and could not stand, lost all range of motion, knees were swollen and stiff after unknown latency. No relevant medical history, concomitant medications and concurrent conditions were reported. Patient had received 3-dose synvisc many times in the past, over the years, and had great results with no ill-effects and no down-time. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) in both knees for arthritis. On the same day (by night time), after unknown latency, patient's knees were swollen and stiff and had lost all range of motion. On (B)(6) 2017, 1 day after the injection, by morning, patient's knees were painful and had swelled up and patient could not stand or walk or climb stairs for three days. Patient wanted to know when the patient would recover. It was reported that this single-dose protocol had incapacitated and crippled the patient, when all patient wanted was to seek relief from arthritis symptoms. Corrective treatment: not reported for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for could not walk or climb stairs. Pharmacovigilance comment: sanofi company comment dated 21-aug-2017: this case concerns a patient who received treatment with synvisc one and later was not able to walk. A causal role of suspect product in occurrence of the event cannot be denied on the basis of significant temporal relationship. However, due to lack of information regarding medical history, concurrent conditions, past drugs and concomitant medications precludes complete medical assessment of the case.